Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The physician was able to cross the lesion and deploy the taxus express2 8.8% 3.5 x 20 mm drug eluting stent successfully at 13 atms. The balloon deflated with normal negative pressure. When physician started to withdraw the balloon from the stent, he felt resistance when the balloon was "part in the stent and part out of the stent." The physician eventually was able to withdraw the balloon and the stent was remained implanted successfully, with no pt injury or complication.